Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) was 397 mg/dl. Customer went to the emergency room for elevated bg and diabetic ketoacidosis, where the customer was monitored and released with elevated bg resolved. Customer was able to change supplies and resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.